Manufacturer narrative:
We have not received the complaint devices for evaluation. Without the returned device, we remain inconclusive about the root cause of this defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. Unfortunately, our analysis was limited to only the information provided and no physical sample was available to us for investigation. We therefore remain inconclusive about the root cause of the issue, but based on the documentation and complaint history review, we do not believe there is a systemic issue with our devices. Device was not used for the procedure. Please note that we have also reported another similar incident ( manufacturer's incident report# 1220948-2020-00052 ) that was detected during the case.

Event description:
During pre-use check, user observed fibers sticking at the end of the lumen of a lemaitre f3 carotid shunt. Device was not used for the procedure. This is report 1 of 2.